Event description:
It was reported that the left ventricular (lv) lead¿s threshold had increased. It was noted that the position of the lead on fluoro looked the same. The lv lead was removed. Additionally, the right ventricular (rv) lead had increased thresholds and the r-wave sensing had decreased. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 lead, implanted: (B)(6) 2014; a 407652 lead, implanted: (B)(6) 2014. (B)(4).